Event description:
This spontaneous report was received on (B)(4) 2013 from a (B)(6) female consumer reporting on self from (B)(6). The medical history of the consumer included allergy to sulfur containing unspecified products. The consumer was not taking any concomitant medications. On (B)(6) 2013, the physician applied band aid advanced heal large 6, one band aid, cutaneously on consumer, for a wound after an unspecified skin biopsy performed on arm for an unspecified indication (lot number: 3522c, expiration date: jul-2015, frequency unspecified). On the same day, after about four hours, in afternoon, the consumer experienced the pain in wound area. The physician advised the consumer to use the band aid for four days. After five days, when band aid was removed, the consumer noticed pus discharge from wound. The consumer consulted the pharmacist, who noticed that the wound was infected. The pharmacist applied betadine (iodine) on affected area and then covered the skin area with the white sensitive hypo-allergenic elastoplast product. The consumer also mentioned that the product and packaging looked normal but suspected that the band aid was contaminated. The consumer did not use the device further. The events were resolving. This report had non-serious events. The company causality was assessed as related. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on 25-sep-2013 for a device product that is considered same/similar to a us marketed device (bab advanced healing large 6s). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a (B)(6) female consumer reporting on self from (B)(6). The medical history of the consumer included allergy to sulfur containing unspecified products. The consumer was not taking any concomitant medications. On (B)(6) 2013, the physician applied band aid advanced heal large 6, one band aid, cutaneously on consumer, for a wound after an unspecified skin biopsy performed on arm for an unspecified indication (lot number: 3522c, expiration date: jul-2015, frequency unspecified). On the same day, after about four hours, in afternoon, the consumer experienced the pain in wound area. The physician advised the consumer to use the band aid for four days. After five days, when band aid was removed, the consumer noticed pus discharge from wound. The consumer consulted the pharmacist, who noticed that the wound was infected. The pharmacist applied betadine (iodine) on affected area and then covered the skin area with the white sensitive hypo-allergenic elastoplast product. The consumer also mentioned that the product and packaging looked normal but suspected that the band aid was contaminated. The consumer did not use the device further. The events were resolving. This report had non-serious events. The company causality was assessed as related. This report was considered a reportable malfunction case in the united states. Additional information received on 28-aug-2013. The consumer noticed discolouration of her skin on left upper arm above the elbow. On (B)(6) 2013, the consumer visited the skin cancer clinic for the cancer screening. The physician suspected the lesion as predisposing solar lentigo and in clinic advised for skin biopsy to rule out the melanoma. On (B)(6) 2013, the efudix (fluorouracil) was tested on face and consumer developed red and pink discoloration on face. The general skin check up was performed and only lentigo was suspected on left arm. The shaved excisional biopsy was performed and skin sample was taken on (B)(6) 2013. The specimen sample was a creamy, grey skin measuring 20 x 10 x 01 mm. On the surface, there was an irregular creamy or tan pigmented lesion measuring 12 x 9 mm. The whole specimen was bisected and blocked. On (B)(6) 2013, the investigations were completed. There was no evidence of melanocytic atypia or malignancy. The lesion was clear of the surgical margins. The microscopic examination reported the diagnosis as a benign lentigo. The physician used paraffin and sterile white waterproof dressing gauze (calastat gauze) to cover the wound after biopsy. On (B)(6) 2013, on second appointment, the physician noticed that the wound was getting better. The physician changed the dressing and applied band aid advanced heal large 6, one band aid. It was the first time the band aid advanced heal large 6 was used on skin. The consumer was called for annual follow up on (B)(6) 2014. The consumer was advised that she could experience the pain and within two to four hours, the consumer experienced the pain on her arm. On fifth day of usage of band aid advanced heal large 6, the device was removed and noticed the event. The consumer consulted the pharmacist who noticed that the wound was infected and puffy. The pharmacist applied betadine (iodine) spray on the wound and covered her arm up with an alternate sterile waterproof dressing (white sensitive hypo-allergenic elastoplast) and advised the consumer to change her dressing every day. The consumer did not visit to physician and chemist again. The consumer re-dressed the wound by herself and about a week prior to reporting the consumer noticed that the events were resolving with signs of skin scabbing on her skin. The consumer did not use any other product on her arm further. The consumer sample was received on 19-aug-2013. Based on quality investigations, the batch review at the time of release complied with valid device specifications. The trend review for the past two years revealed that this was the first complaint for this batch. The device history assessment based on view of manufacturing information based on manufacturing knowledge revealed that the supplied goods were correctly described and packed and were fit for their intended purpose. At the time of release, this batch complied with valid device specifications as certified by the manufacturer. The possible root cause analysis based on assessment, revealed the unlikely relation of events to the manufacturing or device quality. The visual inspection of returned sample revealed opened pack returned containing three unopened strips. The returned sample was comparable to standard sample by visual inspection. The consumer claimed was not validated. No further reporting was required on this medical complaint. The complaint trends would continue to be monitored. This report remains non serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted for a device product that is considered same/similar to a us marketed device (bab advanced healing large 6s). This closes out this report unless additional follow up information is received.